Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Pa was performing a case in which his view through the dissecting tip was obstructed by what he felt was plastic shavings. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25135532, 25135623, 25136517 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the last 3 lots shipped to the account.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Pa was performing a case in which his view through the dissecting tip was obstructed by what he felt was plastic shavings. A replacement device was used to complete the procedure. The hospital did not report any patient effects.